Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen at an unknown dose via an implantable pump for intractable spasticity. It was reported that the patient had a new pump implanted last thursday (B)(6) 2022. The surgery went fine but on saturday the patient began to gyrate and jerk so the caller believes the pump was not functioning properly. They had used baclofen for 15 year without these types of symptoms. They get 40mcg every 2 hours. They had contacted the healthcare provider (hcp) and ended up going to the emergency room (ER) and they had difficulty siting in the chair. The patient's problems were from the waist down (mentioned something like hereditary disc disease). The ER mentioned they would maybe give them valium but they inquired about oral baclofen.  They had taken 10mcg 3xday of oral baclofen.  The patient was transferred from the ER to cape coral hospital. It was encouraged for the patient to follow up with the hcp about concerns. On (B)(6) 2022 additional information reiterated the information documented above and it was stated  "yesterday was worse, she was a complete vegetable".  It was recommended that the patient follow up with their hcp to discuss symptom concerns.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2008, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot# (B)(6), ubd 2010-09-16, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was doing fine. She had a period of approximately 3 hours without baclofen. Per the hcp, he tried to aspirate her catheter during the pump replacement but got out only 0.2 cc of clear solution and he could not bolus the catheter so likely a part of the catheter had no medication. The pump was adjusted. The event was resolved, and the devices were working well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that when the patient was in the hospital she was overdosed by being given oral medication (3000 mcg 3x a day) and the caller was told the issue with the pump (that there was an air bubble).